Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-05. H6: investigation summary: the affected samples and a picture were received by our quality team for evaluation. After evaluation, the team was able to confirm the reported issue, and concluded that the particles inside the syringe were composed by lubricant from the syringe barrel. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products as the device history review showed no indication of the alleged defect, and considering the in-coming and in-process inspection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd discardit¿ ii 20 ml syringe there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "our patient reported there were plastic threads in the syringes. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd discardit¿ ii 20 ml syringe there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "our patient reported there were plastic threads in the syringes. "